Manufacturer narrative:
On 24-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air entered the sheath easily. It was initially reported by the customer that during use, at the time of catheter exchange, air entered easily and there was a possibility of damage of the hemostatic valve of vizigo short. The issue was resolved by removing air while inserting the catheter. The procedure was successfully completed. There was no patient consequence. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. No needle product was used with the vizigo sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air entered the sheath easily. It was initially reported by the customer that during use, at the time of catheter exchange, air entered easily and there was a possibility of damage of the hemostatic valve of vizigo short. The issue was resolved by removing air while inserting the catheter. The procedure was successfully completed. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Then, the device was sent from the decontamination center to bwi product analysis lab (pal) for further investigation related to the hemostatic valve leak issue. After concluding a special investigation, a deformation and a kink on the distal end of the sheath were identified. The hemostatic valve has some red spots and also on opening on the top right side. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on valve could cause the air issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the red spots could be related to the usage of the device during the procedure and, the potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. In the other hands, the damage identified on the sheath, is an issue unrelated to the event reported by the customer. The potential cause of the damage cannot be established. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the deformation and kink on the sheath identified by bwi pal. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer's reported issue of air in the valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).